Event description:
The surgeon reported the intraocular lens (iol) was exchanged three months following implant surgery, due to patient's report of blurred vision and difficulty reading. The surgeon reported the patient is doing well following the lens exchange.

Manufacturer narrative:
Results from the product history record review indicated the product met release criteria. There are no similar reports in the lot. Add'l info was requested in 2007 by fax and by mail and six days later by phone.